Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter ac.t diff 2 analyzer leaked after sample was run. Customer reported that they replaced the probe and the wipe. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed troubleshooting on the telephone with the customer. Customer reported that there were no further issues after trimming the tubing to the probe rinse block. The fse verified the repair was performed per established procedures and the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).